Event description:
Caller reported the aviva system gave at blood glucose result of 92 mg/dl. He said the result was a normal one but he was having symptoms of hypoglycemia. He said that he drank a glass of orange juice because he was having blurry vision and feeling shaky which are low blood symptoms for him. He said that he passed out about 7:30am. Customer said that he woke up 10-15 minutes later and the paramedics were at his house. They tested him on their meter and the reading was 68. They have him glucose in an IV and he started feeling better in about 10 minutes and did not go to the hospital. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined. Strips not available for return.